Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements as high as 129 ohms. It was noted that this was a gradual rise in shock impedance measurements, suggestive of scarring or lead calcification. Technical services (ts) recommended that increasing the alert value to 150 ohms and to continue monitoring. This lead remains in service. No adverse patient effects were reported.